Manufacturer narrative:
Additional info: b5, h6 complaint is confirmed. Functional testing was not performed due to the broken post to the device. Visual inspection showed one of the posts of the device broke off. And the edges around were damaged. The most likely cause can be attributed to damage incurred during the insertion and/or removal process of the device.

Event description:
Additional information was provided on 05/31/2023, and it was reported that this occurred during an eclipse total shoulder procedure. All fragments were retrieved. The central peg of the trial was initially stuck in the central glenoid hole but was removed with a ronjeur.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-9236-03pp univers vaultlock broke. This occurred during a case when the implant was removed, the knob on the device broke. There was no additional information provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.